Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the device was not working. Patient said that they have been trying to get a program that addresses retention. Patient also mentioned that as a result of retention, they were up all night. Patient stated that their symptoms were worse than they were before they had the implant. Patient mentioned that they saw their healthcare provider 2 days ago and they were waiting on a callback from the healthcare provider this afternoon. Agent asked the patient when the device stopped working and patient said that it seemed to work for about 24 hours after the surgery and then their symptoms came back. Agent reviewed with the patient that it was a good idea to wait 3-4 days after making a change to the settings to see if the symptoms improved. Patient confirmed that they were in close contact with healthcare provider and healthcare provider was aware of the situation. Patient reported baseline symptoms returned / lost therapy benefit and urinary retention.